Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that when battery was changed due to low battery, insulin pump would then receive a failed battery test alarm. Troubleshooting could not be performed as customer was not available with insulin pump. Caller would call back.